Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k2 hemodialysis (hd) machine and the adverse event.

Manufacturer narrative:
(B)(4). Please note, the needle is a not a fresenius medical care manufactured product. However, an event notification was forwarded to the device manufacturer. No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine operator¿s manual p/n 490122 rev n contains the following user warning: ¿the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can results in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation.¿ no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) from a hospital's hemodialysis unit reported an event of blood loss, which resulted in medical intervention and a prolonged hospital admission. Upon follow up with the unit's nurse, it was reported that towards the end of treatment, the venous line became disconnected from the patient's catheter access site, resulting in patient blood loss. The patient's estimated blood loss (ebl) was noted as being approximately 600ml. The machine did not alarm. The patient exhibited a decreased level of consciousness and did not respond when the nursing staff attempted to gain the patient's attention. At this time, 600ml of normal saline was administered. The patient came-to and reported a feeling of "wooziness" for approximately 1 minute, and then felt better. The patient's hemoglobin was sampled, and came back normal. The patient was set to be discharged on the day the event occurred, however, the decision was made to keep the patient overnight. The following day, the patient's hemoglobin was sampled again, this time reading 6.6. The patient was transfused with an unknown amount of blood, and then discharged from the hospital. The patient was re-admitted to the hospital 2 days later for an unknown reason. Although requested, no further information was made available.